Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. The patient stated there was a loose connection on the supply line and the bag disconnected. The patient will either start over with new supplies or with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag disconnected due to a loose connection. This is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.